Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Medical product: cer option type 1 tpr sleve -3/ pn 650-1065/ ln 643550, cer bioloxd option hd 28 mm pn: 650-1055 ln: 726230. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 0001825034-2017-00290, 00437, & 00296).

Event description:
Legal counsel for patient reported legal action. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Medical records reported left hip revision approximately six months post-implantation due to dislocation secondary to fracture of the poly bearing. During the procedure, the acetabular cup was noted to be retroverted, the poly bearing was sitting outside of the acetabulum, and the ceramic head was articulating with the cup. The head, bearing, and cup were revised.